Manufacturer narrative:
A review of the manufacturing documentation associated with lot 296363 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip on the shaft was loose on the smart flex 6x100; therefore, to be on the safe side, the stent was not inserted into the patient. It was noted that the tip was not properly mounted on the shaft. There was no reported injury to the patient. The device was stored and handled per the IFU. The temperature exposure indicator on the pouch was checked and confirm that the black dotted pattern with a grey background was clearly visible. The product inspected and prepped according to the IFU. The stent was still constrained within the outer member/sheath after removal from the tray. There was no difficulty flushing the stopcock or while flushing the stent delivery system (sds). The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
The tip on the shaft was loose on the smart flex 6x100; therefore, to be on the safe side, the stent was not inserted into the patient. It was noted that the tip was not properly mounted on the shaft. There was no reported injury to the patient. The device was stored and handled per the IFU (instructions for use). The temperature exposure indicator on the pouch was checked and confirm that the black dotted pattern with a grey background was clearly visible. The product inspected and prepped according to the IFU. The stent was still constrained within the outer member/sheath after removal from the tray. There was no difficulty flushing the stopcock or while flushing the stent delivery system (sds). Additional information was requested; however, the information was not obtained. The product was not returned for analysis. A product history record (phr) review of lot 296363 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip fractured - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Handling and/or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the tip on the shaft was loose on the smart flex 6x100; therefore, to be on the safe side, the stent was not inserted into the patient. It was noted that the tip was not properly mounted on the shaft. There was no reported injury to the patient. The device was stored and handled per the IFU. The temperature exposure indicator on the pouch was checked and confirm that the black dotted pattern with a grey background was clearly visible. The product inspected and prepped according to the IFU. The stent was still constrained within the outer member/sheath after removal from the tray. There was no difficulty flushing the stopcock or while flushing the stent delivery system (sds). The device will not be returned for evaluation as multiple attempts were made without success. Additional information was requested; however, the information was not obtained.